Manufacturer narrative:
Complaint confirmed, the device was returned without the eyelet. The device was received unpackaged and without suture. The eyelet was not returned. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during an acl repair the eyelet broke off during insertion. All was retrieved from the patient. The implant was replaced and the case was completed with no further issues.